Event description:
Tip of broach broke off and was left implanted. No harm to patient, no surgical delay.

Manufacturer narrative:
Visual examination of the returned item confirms the observation. Based on the manufacture date of the item, the root cause is attributed to design. Design improvements have been established which increases the tip strength to prohibit occurrences of this issue. A complaint database search finds no reports for this product code manufactured after this design improvement. Further corrective action is not indicated at this time. Monitor through trend analysis. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.